Event description:
According to the reporter, prior to a procedure, the staple handle would not close the reload, and the stapler was unable to fire. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.